Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation.exterior physical visual inspection: passed. The receiver will not charged and will boot because receiver will not turn on. The receiver download and functional testing was unble to be performed because the receiver will not turn on. (B)(4) chip was damaged/ cracked.the complaint was confirmed for receiver ceases to function because defective receiver battery ic chip was cracked.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.